Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: 2009-(B)(6), (B)(4).

Event description:
It was reported that a catheter dye study was performed and revealed a possible catheter problem. The pump had been turned to minimum rate over a year prior as the patient was questioning efficacy and wanted to try oral medications instead. Morphine 20 mg/ml and clonidine 1200 mcg/ml had been in the pump for over a year and pump integrity was also being considered. The patient wanted the pump turned back on. It was planned to do a catheter revision and possibly replace the pump though the elective replacement indicator would not display for another 47 months. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.